Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was evaluated and recalibrated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the machine would freeze, the customer rebooted but the same thing happened again. There is no report of death or serious injury associated with this complaint.